Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from (B)(4) and is a solicited report by a nurse from (B)(6) of cloudy effluent and pain in a patient, coincident with imported (B)(6) extraneal viaflex therapy for continuous peritoneal dialysis (capd). On an unreported date, lot number c849042r (B)(6) was confirmed administered to the patient, at the time of the event. Extraneal therapy was interrupted on (B)(6) 2012 or (B)(6) 2012 and resumed on (B)(6) 2012. On (B)(6) 2012 extraneal was withdrawn. On (B)(6) 2012, the patient experienced cloudy effluent and pain. The cause of the events was probably due to a biofilm inside the patient's peritoneal dialysis catheter. The patient received unspecified preventive treatment for bacterial peritonitis. The patient had not recovered from the peritonitis. The reporter stated that the event of cloudy effluent was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.